Event description:
It was reported by the customer, "we experienced leaking from around the wire as flush was done through the side port even after the hub connection was checked. The fluid is coming directly from the wire puncture through the rubber injection site. There was no reported safety concern for clinician."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock assembly was confirmed and the cause of this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the sample return. Evaluation findings are in section h.11.

Event description:
It was reported by the customer, "we experienced leaking from around the wire as flush was done through the side port even after the hub connection was checked. The fluid is coming directly from the wire puncture through the rubber injection site. There was no reported safety concern for clinician."